Manufacturer narrative:
Serial number of the initial medwatch report indicates: (B)(4). Serial number of the initial medwatch report should indicate: (B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue of paddles lead ECG inoperative. Physio-control did observe that ECG was unavailable through the ECG cable, however this did not impact paddles lead ECG and the device would still analyze, charge and defibrillate when prompted. Physio completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. It was later confirmed by the customer, a biomed, that he did not actually test the paddles lead ECG function of the device because the device had been disassembled when he was troubleshooting the initially reported lack of standard ECG. During the patient event, the device end users also did not attempt to monitor the patients ECG in paddles lead, choosing to obtain a backup device instead.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a recent patient event, the end user was unable to obtain ECG data through ECG leads or paddles lead ECG. As a result, the need for defibrillation therapy could not be determined, if necessary. A backup device was obtained to provide care to the patient. The patient was only being monitored and no defibrillation therapy was needed. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient, or the event, were provided.